Event description:
The customer reported that when the c is rotated a screeching noise is heard. The plastic covering on the high voltage cable is cracked. No injuries were reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the friction roller and high voltage cables. The system is working as intended.